Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a dim/fading display issue. The reporter alleged that the display had been gradually fading and difficult to read for a period of 2 weeks prior to the call. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. Replacement products were sent to the patient.

Manufacturer narrative:
Animas (anm) has requested return of the subject product(s) for evaluation. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/06/2013 with the following findings: during testing, the pump was powered on and the display screen appeared dim and discolored. When replaced with a test display, the screen functioned properly.